Manufacturer narrative:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured during prep. Hemostasis was achieved by manual compression for 20 minutes. There was no reported patient injury. The device was trying to use after an interventional peripheral procedure using a retrograde approach. The physician was being trained on using the device. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The device was used with a 6f non-cordis sheath. The vessel type was femoral arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was presence of calcium in the vicinity of the puncture site. The vcd was prepped according to IFU instructions. There was little vessel tortuosity. The mynx vcd was stored according to IFU instructions. One non-sterile 6/7f mynx control vascular closure device was returned for investigation. Visual inspection showed that button 1 and button 2 were not depressed. The stopcock was found open with a cordis mynx syringe attached. The sealant was present in the manufacturing position, fully covered by the sealant sleeves, with no abnormal conditions observed. No catheter sheath introducer (csi) was returned. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed. The inflation/deflation test could not be performed, as the unit presented excessive saline solution substrate in the inflation lumen. This was evident during the inflation attempt, when the pressure gauge extension showed saline crystals. The presence of this substrate was considered the probable cause of the balloon inflation impediment. A high-magnification evaluation was performed on the balloon surface. During this analysis a longitudinal tear was located on the balloon. The reported reported event of ¿ balloon balloon loss of pressure was observed through analysis of the returned device since a longitudinal tear was noted on the balloon during the analysis. The exact cause of the reported issue could not be determined however, handling and procedural factors are likely since the user was being trained and there was calcification of the vessel. As per the instructions for use (IFU), the safety and effectiveness of the mynx control has not been established in patients with small femoral arteries (less than 5mm), or patients with clinically significant peripheral vascular disease in the vicinity of the puncture. According to the mynx control instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via imaging prior to using the mynx control vcd. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured during prep. Hemostasis was achieved by manual compression for 20 minutes. There was no reported patient injury. The device was trying to use after an interventional peripheral procedure using a retrograde approach. The physician was being trained on using the device. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The device was used with a 6f non-cordis sheath. The vessel type was femoral arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was presence of calcium in the vicinity of the puncture site. The vcd was prepped according to IFU instructions. There was little vessel tortuosity. The mynx vcd was stored according to IFU instructions. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.